Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "pop" under their arm. The patient suspected that something happened to their lead. The lead remains in use. No further patient complications have been reported as a result of this event.